Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together when removing the device. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The sealant was not dislodged from the arteriotomy but did seem to stick to the device. The 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together when removing the device. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The sealant was not dislodged from the arteriotomy but did seem to stick to the device. The 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The returned non-sterile 5f mynx control vascular closure device underwent visual inspection, which revealed that button 1 and button 2 were fully depressed, the stopcock was open with a cordis mynx syringe attached, and the sealant was deployed but remained mounted on the delivery shaft. The sealant sleeves were retracted, consistent with the button positions. A non-cordis catheter sheath introducer was returned with the device; the balloon was retracted, the core wire was present, and the atraumatic tip showed no damage or abnormality. No additional anomalies were noted. Functional testing could not be performed since the device was already actuated with the sealant exposed. No dimensional or microscopic testing was conducted in order to preserve the received condition. Overall, the findings were consistent with the returned state of a previously actuated unit and within expected specification for the observed condition. The reported malfunction ¿sealant ¿ inaccurate placement ¿ complete¿ was observed during the product evaluation. The exact cause of the event cannot be determined; however, procedural or handling factors and/or the condition of the procedural sheath may be contributing factors. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to ensure proper deployment and use of this device and to prevent injury to patients, read all information contained in these instructions for use.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.